Manufacturer narrative:
Final analysis found that the lead was compressed at 18.5 cm to 20.0 cm and all five filars of the outer coil were fractured and separated at 19.0 cm from the connector pin. The damage sustained resulted from clavicular crush.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise, which could not be programmed around. There was no pacing inhibition and the patient was not dependent.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited clavicular crush damage via x-ray. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported post procedure. The patient would be monitored.